Event description:
Nellcor puritan bennett rec'd a call from reporter on 7/13/1998 to report the following problem: all leds on, no volume delivered. Audible alarm did sound, but alarm was like a remainder chirp for internal battery. Not on pt at time of incident. Dealer witnessed at pt's home, but was unable to duplicate chirp at the office.